Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient since the device was implanted that "something under the hood of the car is causing their heart to speed up" and that this only happened when sitting in the passenger seat and after driving for a couple of minutes. The patient indicated this does not occur while in the driver's seat and that the roads have not been overly bumpy. Follow up with the clinic determined that the patient spoke with the physician about the symptoms after the initial report and the physician was not too concerned and felt the device was likely responding to p-waves. The device remains in use. No patient complications have been reported as a result of this event.